Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank, flashing and white display screen. The blood glucose was 128 mg/dl at the time of the incident. Display did not return after pump restart. Customer tried replacing the battery and still won¿t turn on. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to electrical board during visual inspection.